Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a peritonitis. The cause of the event was not reported. It was reported the patient was hospitalized for another indication and was diagnosed with peritonitis while hospitalized. The patient was discharged to a subacute rehabilitation unit from the hospital after three (3) days. Treatment and patient outcome were not reported. Pd therapy was ongoing.